Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "foot pedal sticks" could not be confirmed. However, during svc and repair, device failures were found but were not related to the reported event, if add'l info is received a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "foot pedal sticks" during surgery. It is known that the device was being used during surgery; however, no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.